Event description:
After an implantation period of approx. 121 months, it was observed that the shock impedance was too high. The lead was explanted. Furthermore it was reported that the involved device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 10 months and there was no particular complaint about the device performance.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Inlexa 3 vr-t df-1 promri: upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the far field channel. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. The battery was not depleted. The clinical observation can be attributed to the observed lead damage. Linox smart s 65: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed that the conductor cable leading to the rv shock coil was found damaged in the distal end region, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. In conclusion, the analysis of the lead did not reveal any sign of a material or manufacturing problem.